Event description:
It was reported that the physician attempted to exercise the helix on the sterile table and the helix would not extend or retract past half-way. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the helix was disengaged from the helical channel. The inner tubing was found to be kinked/buckled.